Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular and femoral components were revised. The components were implanted in situ for 5.3 y. Ucla activity scores were not available for this patient."

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed through evaluation. The reported condition is due to the air-in-line printed circuit board, needing to be recalibrated. The air-in-line printed circuit board was recalibrated to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Manufacturer narrative:
This device utilizes user interface module master software version (B)(4) categorized as remediated. (B)(4).

Event description:
On november 30, 2009, the facility?s biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague cxe volumetric infusion pump in which failure code 810:11 occurred during programming/setup in the ICU department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.